Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following description from the partner: " g5 ventilator is having the same issue as before and was repaired by mixer valve replacement, but 3 months later the oxygen supply failed alarm is alarming again".

Event description:
Hamilton medical ag received the following description from the partner: "g5 ventilator is having the same issue as before and was repaired by mixer valve replacement, but 3 months later the oxygen supply failed alarm is alarming again. "

Manufacturer narrative:
Investigation is ongoing. Additional information added in follow-up #1 (B)(4). The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was determined to be the air inlet mixer valves no longer opening properly. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the air inlet mixer valves could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.